Event description:
It was reported that the tip of the inserter malformed during surgery. Subsequently, another inserter was used to complete the procedure without incident. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned inserter confirmed the reported event. Due to the condition of the return instruments, a functional evaluation could not be performed. Hardness testing determined that the instrument did not meet specification. A review of the manufacturing records indicated that there were no documents reporting the heat treatment of the inner shaft. As a result, a scar was initiated to the vendor. A hhe and CAPA were also initiated internally in order to further investigate this reported incident. The investigation concluded that the instruments were not heat treated properly. As such, a recall was issued to withdraw all 15 units of the instrument from the market.